Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. On (B)(6) 2012 it was reported that the patient wanted the devices taken out. At the time of this report, the patient didn't feel right; there was something wrong, but she didn't know what. She had talked to her doctors but didn't get an answer. She had been "gaining weight like crazy" and she felt bad. Before she started gaining weight she felt like the pump wasn't the way it was when it was put it. She had a squishy mass around the pump (especially the bottom part of the pump) and had been getting pain in her right side right above it. It had been sore for a few weeks. She bloated/swelled really bad and never had any luck with the pump; she stated "it never gave me any good at all". She also had problems with her bladder and bowels; she used to go every day or every other day, now she was going maybe every five or six days and when she went, she was "having an awful time". She was taking stool softeners and laxative, but something was just not right. The patient had a spinal surgery on (B)(6) 2012 and while she was in the hospital on the (B)(6) or (B)(6) her children heard beeping (the patient didn't; it sounded like a siren or something backing up; it was 3 beeps (beep, beep, beep and then do-da-do-da-do-da). The patient went to see her doctor and told him that the alarm went off and that she didn't want medication in the pump anymore, so he filled the pump with saline. The patient didn't want medication in the pump because she wanted to wait and see if the spinal surgery made things better. The doctor told her she could come back if she wanted medication put back in the pump. The pump was beeping because the medication ran out. At the time of this report, the patient had decided that she didn't want the pump anymore. She was told that she needed to wait until she had healed from her spinal surgery before she could have the pump removed. The pump was no longer alarming. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.